Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, after t1 and t2 were implanted, there was not knot found. Ts were removed from the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported ultra fast-fix curved assembly, used in treatment, has been returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle. No suture or ts remain on the delivery needle. A 11 inch length of the suture was returned. Examination of the suture showed no abnormalities, its returned length is consistent with a successfully used device. The reported complaint could not be confirmed. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.